Event description:
Boston scientific received information stating: loop in on of the pacing lead had unravelled from behind the device and was slightly tenting the skin above the device in the pocket. Physician concerned that this may cause issues in the future, and opened pocket, re-wrapped device/leads and closed the device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).